Event description:
Patient presented to the emergency department with swelling and a hematoma at the chest incision site. The patient was taken into the or for hematoma evacuation. During the procedure, a bleeding vessel was identified as the source of the hematoma. Physician cauterized the vessel to achieve hemostasis and admitted the patient overnight for observation. Patient returned to the physician for a follow-up with improvement.